Event description:
Information was received indicating that the handheld in question was likely at a different facility for the same physician. Additional attempts for product return are in progress.

Event description:
It was reported that the physician's vns handheld programming computer was not able to hold a charge for longer than 10-15 minutes. The site indicated that they were able to use the programming system which was able to communicate with patient's vns devices without issue but were inconvenienced because they could not remove the handheld computer from the power adapter for long. They had been experiencing these issues since about two weeks prior to the report. The physician was sent a replacement handheld computer. Attempts for the return of the faulty vns handheld programming computer are in progress. No adverse events have been reported as a result of the issue.

Event description:
Attempts for the return of the faulty programming system have been unsuccessful to date. The site indicated that they would not be returning any programming systems as theirs are functioning normally.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The handheld and flashcard were returned to the manufacturer on (B)(6) 2012 and product analysis has since been completed. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the returned ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was also performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.